Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After stent implantation, a 5.0mmx220mmx150cm sterling balloon catheter was advanced for post dilation. However, upon inflation the pressure was not applied, it was noted that the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.